Manufacturer narrative:
Additional concomitant medical products information references the main component of the system, other applicable components are: product ID: (B)(4), (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient had an unrelated staph infection which started in the leg, spread to the device site, and caused pain and swelling at the ins site. A washout of the right ins site occurred in (B)(6) 2017 and explant of ins and partial removal of extension occurred on the day of this report. The extension was cut just below the lead connection to remove the ins. It was noted the patient would be re-implanted at a later date. The issue was not resolved at the time of the report. No further complications were reported/anticipated.